Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for patient via phone call that they had low blood glucose. Patient¿s blood glucose was 30 mg/dl, she couldn't get him to wake up. Customer was trying to give him carbs and she doesn't quite know how to turn off his insulin, or when he turns off his insulin. Patient's blood glucose at time of incident: 30 mg/dl. Patient's current blood glucose: 98 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for 1.5 hours. Based on customer report customer does not allege pump was over delivering. Customer reported that they couldn¿t find any problem with the insulin pump beyond a wrong time and date, and some settings concerns. Based on customer report proceeding in troubleshoot per customer alleging possible pump over delivery. The insulin pump will not be returned for analysis.